Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a day of implant, the atrial lead was dislodged. The lead was repositioned successfully. The lead is still in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.